Event description:
It was reported that prior a da vinci-assisted ventral hernia tapp surgical procedure, the wire of the mega suture cut needle driver instrument snapped. The instrument was not used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.